Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported by the health care professional (hcp),who was not with the patient at the time of the call, that the patient told the caller they could not communicate with the ins. It was not known if there was an issue at this point. It was reviewed with the caller that the patient could contact patient service prior to their MRI appointment to attempt communication, as the ins needed to be off for the MRI scan. There were no symptoms and no further complications were reported at this time.